Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "minimal peri-implant fluid". Device has been explanted.

Manufacturer narrative:
Visual analysis of device photographs: visual analysis of the photographs identified, red encapsulation in the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "minimal peri-implant fluid". Device has been explanted.